Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they have an itchy throat, a very bad cough when using the machine, and nasal/throat irritation or soreness. The patient states they want a new machine. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section, adverse event/product problem in box b, initial reporter (rfb) in box e, patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid, conclusion code grid, type of reported complaint and recall (z) number (rfb) in box h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they have an itchy throat, a very bad cough when using the machine, and nasal/throat irritation or soreness. The patient states they want a new machine. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.